Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) that occurred on the homechoice (hc) during drain. The care giver (cg) stated that the home patient (hp)'s transfer set had disconnected from the patient line. The supplies had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) explained the alarm and had the cg close the clamps and cycle the power to clear the alarm. The cg was going to notify the hp's registered nurse to have the transfer set fixed. Proper procedures were reviewed. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse. She stated that the transfer set had disconnected between the plastic catheter adapter (from an unknown manufacturer) and patient connector. The patient has been performing peritoneal dialysis therapy using both the homechoice and manual supplies. The transfer set had been placed recently as the nurse replaces all transfer sets every six months. The patient stores the catheter against their body in a belted pouch. There was no damage or previous difficulties noted with the transfer set. The transfer set was replaced. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.